Event description:
The customer stated that they have been getting questionable results for an unspecified number of patient samples tested with multiple assays on the cobas 6000 c (501) module between (B)(6) 2018. The customer changed the sample probe and photometer lamp on 28-dec-"2019". The customer then received an erroneous result for one patient sample tested with gluc3 glucose hk gen.3 and a second patient sample tested with ca2 calcium gen.2. The first sample initially resulted with a glucose value of 21 mg/dl and this value was reported outside of the laboratory. The value was questioned by the nurse, so the sample was repeated, resulting as 91 mg/dl. The repeat value was believed to be correct. The second sample, from an (B)(6) female patient born on (B)(6), initially resulted with a calcium value of 2.7 mg/dl on (B)(6) 2018. The sample was repeated, resulting as 8.7 mg/dl. The erroneous initial value was not reported outside of the laboratory and the repeat value was believed to be correct. The patients were not adversely affected. The glucose reagent lot number was 342969 and the calcium reagent lot number was 358256. The reagent expiration dates were asked for, but not provided. The field service engineer determined that vacuum rinsing nozzles were clogged. He cleaned the nozzles and replaced tubing. He checked rinsing and precision; these were good. He replaced the reaction cells, performed an incubation water exchange, and a cell blank measurement. He ran precision studies and these were within specifications. The customer ran controls and these were within the customer's specifications. The investigation determined the service actions resolved the issue.